Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump had "channel errors." This was reported to bd associate during their site visit. There was no information on patient involvement. Per report, clinicians would usually tag affected device for biomed and get a new device. No further information available. No devices available for investigation. The bd team reviewed channel error troubleshooting with the customers. Although additional information send product return was requested, customer stated that " the complaints were examples given by staff of errors they have witnessed in the past - no serial numbers and\or further details were given." No additional information was provided to bd and no sample was returned.